Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Implant date: na. This product is manufactured in the u.s. But not marketed in the u.s.work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.50/+1.0/092, (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2020. The patient experienced a refractive surprise and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
B5 - the reporter indicated the surgeon implanted a 13.2mm vticms_ 13.2 implantable collamer lens, -07.50/+1.0/092, (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged for a same size lens with a different diopter on (B)(6) 2021 due to refractive surprise. The problem was resolved. The manifest refraction is 0.0/-1.5/175. Reportedly, "the clinic has planned a trans -prk to correct the astigmatism." The cause of the event was unknown. Claim# (B)(4).